Event description:
It was reported that the customer's insulin pump had a crack on the case. A part of the battery compartment broke off. His/her blood glucose level was not reported. The product was returned. Nothing further to report.

Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, and broken battery tube threads.